Event description:
An abbott technical support specialist stated that while servicing the alinity c processing module for a clogged sample probe wash cup, he turned his head away from the module to speak to a coworker and at the same time while withdrawing his hand from the module, his right hand was pricked by the sample probe between the right thumb and index finger. The module was powered off at the time. The probe pricked through his glove and broke the skin and it bled slightly. He flushed the wound with alcohol immediately and ran hot water over it. The incident occurred on (B)(6) 2022 at 10:30 a.m. Blood was drawn by employee health for testing and he was prescribed prophylactic medications raltegravir 400 mg twice a day and emtricitabine-tenofovir 200-300 mg once a day as a precautionary measure.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument service history review revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual addresses safety hazards and safety awareness where hazards may exist as well as troubleshooting and component replacement procedure for the alinity c series sample probe. It was determined there is sufficient information to indicate the event described in this complaint is related to use error. Based on the information provided there is no indication of any instrument malfunction that caused or contributed to this incident.